Event description:
The registered nurse (rn) contacted baxter's service center regarding an unrelated alarm on (B)(6) 2012. During the conversation, the rn stated the home patient (hp) had an infection and was reabsorbing fluid. Global pharmocovigiliance received follow-up information regarding the infection on (B)(6) 2012. The infection was determined to be peritonitis. In 2012, the patient was hospitalized. The outcome was not reported. On (B)(6) 2012, the hp switched to hemodialysis. The rn that provided the information declined to provide a causality assessment and was not willing to provide additional information.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for h11e19022 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). This is report 3 of 3. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, during a follow-up call regarding an unrelated alarm, the following was reported. The caregiver stated that the home patient had issues in her bowel system (onset date not reported) which resulted in peritonitis on an unreported date in (B)(6) 2012. The care giver also reported that the patient had stayed in the hospital for a month and a half. Treatment was not reported. Outcome of issues in bowel system was not reported. A causality assessment of issues in bowel system was not reported. Past medical history included altered mental status and urinary tract infection.